Event description:
It was reported to tyco healthcare/kendall that a customer received a contaminated needle stick. The customer reports that a nurse pricked their finger on a needle that had poked through the plastic sharps container. The needle was protruding out the bottom of the sharps container.